Event description:
It was reported that during attempted implant of the right ventricular (rv) lead there was positioning/fixation difficulty, the lead had high impedance and it took several turns to deploy the helix. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal connector of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. (B)(4).